Event description:
A us distributor reported a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not power on) was due to the fu100 component being internally shorted. The root cause of the shorted fu100 was unable to be positively identified. There were no adverse events associated with the charger malfunction.